Event description:
See section h. Number 6 for investigation updates.

Event description:
The company was made aware on 08/30/2021 that a patient developed pain and a high fever following a bulkamid injection that resulted in hospitalization.